Event description:
A falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result was obtained on a patient sample from an atellica im 1600 analyzer. The result was reported and questioned by the physician(s). The customer used the same sample to perform repeat testing on an alternate atellica im analyzer and an alternate platform. The repeat results were higher compared to the falsely depressed result. The repeat results were considered correct, and the customer issued a corrected report. It is unknown which of the repeat results was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed tsh3-ul result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that quality control was in range during sample processing. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR on 08-mar-2022. Additional information (B)(6) 2022: siemens reviewed the information provided and identified no issue with the atellica im1600 analyzer. The cause of a falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result on one patient sample is unknown. Siemens completed the investigation and cannot rule out a potential issue with sample preparation or handling. A follow-up was performed the customer noted no recurrence.the atellica im1600 analyzer and tsh3-ul assay are running with no issue. No further evaluation of the device was required. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.